Manufacturer narrative:
Result: the catheter is fractured approximately 8.0 cm from the hub. The break location is in the middle of the polymer extrusion and not at a material bond. In addition, the break site shows evidence of stretching. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the catheter was slightly torqued by the physician, which resulted in a kink and a fracture. Evaluation of the returned device revealed that the catheter was kinked approximately 8.0 cm from the hub. It appears that the force used during the torque, exceeded product specification, causing a fracture. The rhv could have been too tight on the proximal end of the shaft when the physician torqued the catheter. The fracture did not occur at a junction location. The IFU for this device warns that "unrestrained torquing or forced insertion of the catheter or separator against resistance may result in compression of the device which may lead to vessel damge and/or tip breakage." The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an acute revascularization using the penumbra system 5max reperfusion catheter. After aspiration operation, the physician torqued the catheter slightly to adjust its position. The proximal part of the catheter became kinked and fractured. The physician used another 5max reperfusion catheter to complete the procedure with no reported adverse effect on the patient.